Manufacturer narrative:
The tactisys log files were returned, however due to a serial number for the device unable to be provided, the returned device was not able to be identified within the files. Therefore, no log file analysis was performed and a tactisys serial number could not be provided. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported that following an ablation procedure in (B)(6) 2022, the patient presented with respiratory symptoms and pulmonary stenosis was diagnosed. It has also been reported that the patient has undergone multiple unsuccessful surgeries as a result. During the ablation procedure, high impedance was noted when delivering ablation to the carina and the ¿ridge¿ on the left-hand side. The physician stated that it is possible "there could have been some false geometry around the left sided veins and could have used 'drop off point' with the ablation catheter more, such as moving ablation catheter to visualize dropping out of veins into chamber". The physician has also stated, "that there were a lot of new things going on (new mapping system, new catheters, new/unfamiliar clinical support) and a learning point for next time when adopting new technology would be to be more stepwise (i.e. Use a more familiar catheter for the first few procedures)". It is unknown whether any testing or imaging was done prior to the procedure to rule out preexisting pulmonary vein stenosis.